Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, before vitrectomy surgery, an ophthalmic trocar was unable to puncture. Surgery was completed on the same day, and there was no patient harm. Additional information has been requested but is not available at the time of this report.